Event description:
The customer reported via phone call indicating that the insulin pump had a failed self-test alarm and meter would not link with the insulin pump. The customer had to manually insert insulin, because bolus wizard did not work. The blood glucose level at the time was 120 mg/dl. The customer state the failed self-test alarm was continues, but did not occur during the rewind or prime sequence. Also customer mentioned they were not able to upload, but declined assistance. The customers meter was checked and verified that it was programed into the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency circuit board. The insulin pump had minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.